Event description:
The pump was involved in an overdelivery. Reportedly, the pump was programmed to deliver a 100 ml diprivan solution at 13 ml/hr. Three hrs after the start of the infusion the pump displayed 64 ml remaining to be infused, however the 100 ml solution container was empty. It was reported that the pt had no ill symptoms as a result of the occurrences and no medical or surgical intervention was reported.